Manufacturer narrative:
(B)(4). The complaint device is currently at fisher & paykel healthcare's regional office and service center in (B)(4). We will provide a f/u report upon completion of our investigation.

Event description:
A fisher & paykel healthcare rep reported that an rd900 neopuff infant resuscitator had a broken inspiratory pressure control knob. The damaged neopuff is a demonstration unit and was not used on pts.